Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, missing display window cover, stained keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that pump had crack around reservoir top part. The customer¿s blood glucose level was 132 mg/dl. The insulin pump will be returned for analysis.